Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the door assembly was adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, the gantry door of the imaging system would not close. It was noted that the door appeared to be misaligned. The site reported that a c-arm was used to complete the procedure. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of 10-15 minutes due to this issue. There was no reported impact on patient outcome.